Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and indicated that the pain has returned to levels similar to those experienced prior to the implantation. The patient underwent an ipg replacement procedure and is doing well postoperatively. The explanted device was not returned as it was discarded at the facility.